Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell and, overweight and yellow biological tissue. A visual and microscopic analysis was performed which identified sharp broken edge on posterior side due to a surgical impact. There were stress marks in the shell. A dimensional measurement of the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken opening on posterior side due to a surgical impact.

Event description:
Health professional reported left side "deformation. Capsular contracture baker grade iii. Moderate density implant capsule, implant destroyed totally." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii, rupture and deformation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. (B)(6).

Event description:
Health professional reported left side "deformation. Capsular contracture baker grade iii. Moderate density implant capsule, implant destroyed totally." Device has been explanted.